Manufacturer narrative:
Patient weight and ethnicity and race: unknown as information was not provided. Date explanted: not applicable as the iol remains implanted in the patient's ocular sinister (left eye). (B)(4). It was indicated that the iol is not being returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was implanted in the patient's ocular sinister (left eye). Patient reports complaints of double vision starting approximately 2 to 3 years ago but did not have the issues checked earlier by a doctor due to the covid pandemic. When asked if symptoms are debilitating, patient stated can't read the paper, can't take walks, and can't drive as it is not safe. Double vision occurs when both eyes are open. If he closes either eye the double vision goes away. Patient does not have diabetes but takes atenolol to regulate high blood pressure. He is scheduled to see a specialist in early september. Patient was informed that the iol model and serial number he has implanted was not involved in a product recall. No further information provided.